Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the fiber optic of the cardiosave intra-aortic balloon pump (iabp) unit was broken. There was no patient involved.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and could not duplicate the issue. Device passed all functional and safety tests according to factory specifications. Device was given to customer and cleared for customer use.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, health effect impact code, investigation conclusion), h11.